Event description:
Same case as MFR report: 2134265-2010-02376. It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The de novo, eccentric and >45 and <90 degree bend lesion was located in the moderately calcified and moderately tortuous proximal left circumflex (lcx) artery. The lesion was pre-dilated with apex balloon catheters. As the 3.0 x 15mm quantum maverick balloon was advanced to the lesion it was noted that resistance was encountered. When the quantum maverick was inflated to predilate the lesion, the balloon burst at unspecified atms. A second 15mm x 3.0mm quantum maverick mr balloon catheter was advanced to the lcx for dilatation and it also ruptured at unspecified pressure. The procedure was successfully completed with a 15mm x 3.5mm quantum maverick mr balloon catheter and eight promus element stents were implanted. No patient injuries or complications occurred. The patient's status was reported as 'stable.'

Event description:
Per the clinic, the patient has delicate scalp skin and the device has extruded. The physician administered oral and topical antibiotics (type not reported). The patient is being observed and follow up information has been requested.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
(B) (4)

Event description:
It was reported to baxter (B)(4) that an intermate (B)(4) was missing the blue cap before use. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6) 2010. There are plans to re-implant in (B) (6) 2010.